Manufacturer narrative:
Continuation of medical devices: addrl1 ipg implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited a one time spike in impedance. The lead remains in use. No patient complications have been reported as a result of this event.